Event description:
Medic responded to a code and initiated pacing with the device connected to the pt with disposable pacing/defibrillation/ECG electrodes. The pt's rhythm was captured with return of a pulse. According to the reporter, some time during transport and after mechanical capture, the pacing pads "exploded on the pt's chest." The report further stated the pt's chest was burnt and the device stopped operating. Pt treatment was continued at the hospital but the pt was not resuscitated.